Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report # 3007566237201005943. The pt's initial/ previous pump was reported as having had stopped working. At one time, the pump was found empty even though it had not alarmed. In addition, the pt's mother was concerned about not being notified of a pump recall for inflammatory mass. The physicians were notified in regards to the recall. The pt had been hospitalized on (B)(6) 2010 through (B)(6) 2010. During this hospital stay, the pt's pump was replaced as the pt's spasticity had worsened, and there was no response to increased medication. It was also noted that the age of the pump was also considered in regards to its replacement. Beginning on (B)(6) 2010, the pt symptoms were noted as the following: spasticity, pain, and seizures. The pt was later hospitalized again on (B)(6) 2010 through "(B)(6) 2010?". In regards to the hospital stay beginning in (B)(6), a blocked catheter was noted. Details in regards to troubleshooting/resolving the occluded catheter were not reported. Lioresal (2000 mcg/ml at 350 mcg/day) was administered via the pump, and was increased by a physician on (B)(6) 2010. Oral baclofen (10 mg, 4 times per day) was also noted as having been taken. The hospitalization of the last 6 months was clarified as being device related. The pt was noted as doing fine, as they had recovered completely.